Event description:
The healthcare professional reported the patient was admitted to the hospital in "dka with blood glucose over 600 mg/dl" and is currently in the intensive care unit (ICU). She stated that the patient's normal blood glucose readings are "low 100-200 mg/dl" she stated the patient was very vague in giving information regarding the circumstances prior to being admitted. The patient told her he went to a fast food restaurant and then ended up in ketoacidosis (dka). The healthcare professional stated, the patient received an insulin drip as therapy. She stated that after the patient had been in ICU for a while, he was placed back on the infusion device and within 4 hours his blood glucose was back up to "over 500 mg/dl." At the time of the call, the infusion device had been removed from the patient and was in the run mode. During troubleshooting, the healthcare professional was instructed to run a 2 unit bolus of insulin with the tubing attached which did not go through. She was then instructed to remove the tubing and perform another bolus which was successful. She was instructed to reattach the tubing and perform another bolus which was unsuccessful. She was then instructed to prime the tubing before performing another bolus. This bolus was performed successfully. The healthcare professional was advised that it appeared that the patient may have forgotten to prime the infusion set after he changed the site and tubing in 2007 and, because it still was not primed when placed back on him in the hospital, this caused the elevated blood glucose readings. On follow up, the patient had been released from the hospital and was advised by his doctor to take a break from pump therapy. Product was replaced and requested to be returned for evaluation.